Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a liver resection, the reload was attached to the handle and reading properly, however when it was prepared to fire and close on tissue, it would not fire. A new device was used to complete the case. There was no damage to patient tissue. There was no patient injury. There was no reinforcement material used. There was no delay in surgery time of over 30 minutes. No device fragments fell in the patient. The products are not being returned at this time. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.